Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient who underwent breast surgery with a 325cc mentor memorygel breast implant and a 350cc mentor memorygel breast implant experienced bilateral capsular contracture baker grade iii post procedure. As a result, patient underwent bilateral removal and replacement with like devices on (B)(6) 2020. This medwatch form is for product a.

Manufacturer narrative:
Additional information was received on 8/18/2020, patient underwent primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/2/2020 device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).